Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. Transseptal puncture (tsp) was being performed with a versacross connect. Tsp was low and the physician was dilating the septum preparing to get the 4d intracardiac echocardiography (ice) into the left atrium. The physician was experiencing a lot of difficulty getting the sheath over. The physician dilated the septum with just the 12f dilator, used the versacross large access dilator, then went back with the versacross connect through the watchman trusteer. The physician re-performed tsp at a higher location as difficulty was still experienced in trying to get the sheath crossed. After tsp, the sheath went across easily as did the ice catheter. A 27mm watchman closure device was inserted and deployed. Transesophageal echocardiogram (tee) was utilized during assessment of release criteria. During this time, the patient's pressure was dropping, and a large pericardial effusion was observed on tee in the right ventricle. The decision was made to recapture the closure device and perform a pericardiocentesis where 350ml was drained. The patient remained stable overnight and was discharged the next day. The physician suspects the pe occurred during tsp. The future plan for treatment is to re-attempt laac after obtaining computed tomography angiography (cta).

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038177128. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion and hypotension (additional device required). Risk review a risk review was completed and confirmed that the events of pericardial effusion and hypotension were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. Transseptal puncture (tsp) was being performed with a versacross connect. Tsp was low and the physician was dilating the septum preparing to get the 4d intracardiac echocardiography (ice) into the left atrium. The physician was experiencing a lot of difficulty getting the sheath over. The physician dilated the septum with just the 12f dilator, used the versacross large access dilator, then went back with the versacross connect through the watchman trusteer. The physician re-performed tsp at a higher location as difficulty was still experienced in trying to get the sheath crossed. After tsp, the sheath went across easily as did the ice catheter. A 27mm watchman closure device was inserted and deployed. Transesophageal echocardiogram (tee) was utilized during assessment of release criteria. During this time, the patient's pressure was dropping, and a large pericardial effusion was observed on tee in the right ventricle. The decision was made to recapture the closure device and perform a pericardiocentesis where 350ml was drained. The patient remained stable overnight and was discharged the next day. The physician suspects the pe occurred during tsp. The future plan for treatment is to re-attempt laac after obtaining computed tomography angiography (cta).